Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to product performance issue but the exact reason was unknown. No adverse patient effects were reported. This lead was out of service. Additional information was requested. This investigation will be updated should further information be provided.